Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states the phlebotomist was experiencing bubbles in the syringe. Anecdotally, the customer reported that this event occurred on numerous instances, but is unable to quantify an exact amount and had no further information.